Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified impedance anomaly, unspecified capturing issue, unspecified sensing issue, mode switch, mode switch, insulation damage, fracture and dislodgement verified via x-ray on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.